Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the electronic instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient experienced hypotension (B)(6) after the xact stenting procedure in the heavily calcified right internal carotid artery. The patient was treated with a levophed drip and the patient's usual anti-hypertensive medication was withheld. The patient was discharged home the same day, once the levophed was discontinued. The mild hypotension was still present upon discharge and will be re-evaluated in 30 days. No additional information was provided.